Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of the automated peritoneal dialysis therapy. Reportedly, the extension set became disconnected from the patient line of the homechoice set during therapy. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. The hp thought they had connected with extension set to the pateint line tightly during setup. No patient injury or medical intervention was associated wtih this incident, per the hp.